Manufacturer narrative:
Only one (1) distal cover malfunctioned. The facility did not know which of the four (4) distal covers at the facility malfunctioned. Therefore, four (4) distal covers would be sent for evaluation. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The distal cover satisfied the specified value of fixing strength. There was no problem with the locking mechanism of the cap. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after use and during bedside cleaning, the distal cover came off just by gently stroking the tip of the evis lucera duodenovideoscope. The customer stated the distal cover may come off too easy. No patient injury reported. It was unclear whether the issue was due to the distal cover or scope. This complaint is related to patient identifiers; (B)(4) (evis lucera duodenovideoscope, jf-260v), (B)(4) (distal cover, maj-411), (B)(4) (distal cover, maj-411), (B)(4) (distal cover, maj-411).

Manufacturer narrative:
This complaint is related to patient identifiers; (B)(6) (evis lucera duodenovideoscope, jf-260v), (B)(6) (distal cover, maj-411), (B)(6) (distal cover, maj-411) and (B)(6) (distal cover, maj-411). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover fixing value and cover lock mechanism were found to meet specification, no problems were found. The root cause of the issue could not be determined, however, it is likely that the distal cover detachment prevention lock was not properly engaged, resulting in the detachment issue. Olympus will continue to monitor field performance for this device.